Event description:
New information received notes that the atrial lead was explanted and replaced on (B)(6) 2021. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed atrial lead exhibited noise oversensing. No changes or intervention were reported. The patient condition was stable.